Event description:
It was reported the pt is not receiving effective stimulation. X-rays were taken and showed the lead had migrated. Initially reprogramming was able to resolve the issue. However, the stimulation issue reoccurred. F/u info identified the pt underwent surgical intervention on (B)(6) 2014 where a new lead was added. The pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.